Manufacturer narrative:
It was reported that the patient had elevated creatinine, but was resolved. There were no additional test conducted to confirm thrombus, only clinical symptoms of elevated power, ldh and "dark urine." Patient was discharged to home on (B)(6) 2016. The patient condition of forgetting to take anticoagulation medication, which is stated to be resolved with a caregiver, and history of stroke pre and post implant are significant contributing factors for thrombus and future neurological dysfunctions. Other comorbidities, and pharmacological factors are possible further contributing factors. The lvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient was hospitalized and admitted through the emergency room, when patient present with high watt alarms. It was stated that the log files were sent to the manufacturer. Vad coordinator suspects that patient is forgetting to take his coumadin, symptom from previous stroke. It was stated that the "kidneys and liver took a hit too." Inr 3 now but has been low recently (inr 1.2). Ldh 1100, blood in urine. Tpa on evening of (B)(6). Power back in the 2's.